Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. Corrected fields: h6(clinical code). A getinge field service engineer (fse) evaluated the unit for the reported malfunction and replaced pim. All functional and safety test were performed. All manifold test and calibrations were performed and ok.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, extending the balloon on the cardiosave intra-aortic balloon pump (iabp) drains water without affecting the patient. The balloon extender is condensing water, there is wet condensation in extender. There was no injury reported.